Event description:
The pump was returned for investigation. Investigation revealed that the battery cap height was found to be out of specification. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated several power on resets. Investigation revealed that the battery cap height was found to be out of specification. Evaluation also revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The rewind, prime and load steps were performed on the pump with no power loss. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss issues.